Event description:
It was reported that the customer experienced no delivery on the insulin pump. Customer stated that patient was not getting insulin and had been having high blood glucose. Customer also reported also that patient experienced bent needles and issue with blood at site. Customer declined to do troubleshooting. Customer stated that patient will see the doctor to troubleshoot the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.